Event description:
It was reported through the STS/ACC TVT Registry, that the Pascal System may be related to 133 adverse events that would be considered death. These adverse events include: Single Leaflet Device Attachment, Reintervention - Mitral Valve, Transient Ischemic Attack (TIA), Vascular Surgery or Intervention - Unplanned, ASD Defect Closure due to Transseptal Catheterization, Cardiac Arrest, Vascular Complication - Major, Vascular Surgery or Intervention - Unplanned, Device Embolization and Mitral Leaflet or Subvalvular Injury.

Manufacturer narrative:
The events reported in data through the STS/ACC TVT Registry occurred between June 17, 2025 - February 10, 2026 and were received by Edwards Lifesciences in Q2 2026. Information reported through the STS/ACC TVT Registry suggests that the Pascal System may be related to 39 adverse events that would be considered Serious injury. These adverse events include: Single Leaflet Device Attachment, Reintervention - Mitral Valve, Transient Ischemic Attack (TIA), Vascular Surgery or Intervention - Unplanned, ASD Defect Closure due to Transseptal Catheterization, Cardiac Arrest, Vascular Complication - Major, Vascular Surgery or Intervention - Unplanned, Device Embolization and Mitral Leaflet or Subvalvular Injury.An analysis was conducted on the real world data (RWD) collected during the reporting period to assess whether the information identified any new or changed risks that may impact the device's overall benefit risk profile. The RWD review did not identify any unexpected or rare adverse events that would represent a new risk to patient health beyond those risks previously described in the device labeling and risk management documentation. The types of events reported were consistent with known and expected adverse events for this device category and aligned with the established mechanisms of use and failure modes.